Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. The investigation found that the pump was displaying error code 1870 on power up when the batteries were inserted and when a "prime" key was pressed. It was also found that the motor locked and "battery depleted" message was displayed when a "prime" key is pressed. The investigation determined that a defective motor was the cause of the reported issue. The motor was replaced.

Event description:
It was reported that a smiths medical pump displayed an error code 1870. No adverse patient effects were reported.